Event description:
It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2013. The following day the patient exhibited a "high fever 103 [degrees fahrenheit] or greater." The patient returned for a post-op visit and was prescribed antibiotics. The patient returned on (B)(6) 2013 and the physician performed a dilatation and curettage (d&c). The patient was admitted into the hospital. Discharge date unknown. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Additional device info: lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Concomitant medical products: serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).